Event description:
It was reported that during a percutaneous coronary artery, removal difficulties and stent dislodgement inside the patient occurred. Vascular access was obtained via femoral artery. The concentric, de novo, 70mm in length, 3mm in diameter, 80% stenosed target lesion was located in the mildly tortuous right coronary artery. A .014 non-bsc guide wire and non-bsc guide catheter was used to cross the lesion. The lesion was pre-dilated with a 2.5 x 20mm unspecified balloon catheter. A 38 x 2.75mm taxus liberté long stent was selected to treat the lesion but unable to cross the lesion. They tried to withdraw the device but it failed to pass through the orifice of the guide catheter and it dislodged from the balloon. The stent was seated in the superficial femoral artery. The procedure was completed with an implant of a 2.75x38mm and 2.75x33mm taxus stents. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary artery, removal difficulties and stent dislodgement inside the patient occurred. Vascular access was obtained via femoral artery. The concentric, de novo, 70mm in length, 3mm in diameter, 80% stenosed target lesion was located in the mildly tortuous right coronary artery. A .014 non-bsc guide wire and non-bsc guide catheter was used to cross the lesion. The lesion was pre-dilated with a 2.5 x 20mm unspecified balloon catheter. A 38 x 2.75mm taxus liberté long stent was selected to treat the lesion but unable to cross the lesion. They tried to withdraw the device but it failed to pass through the orifice of the guide catheter and it dislodged from the balloon. The stent was seated in the superficial femoral artery. The procedure was completed with an implant of a 2.75x38mm and 2.75x33mm taxus stents. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The device was returned with the product mandrel inserted through the guidewire lumen and the stent protector over the stent. During analysis, the mandrel and stent protector were removed and it was noted that the two most proximal stent rows were stretched and damaged proximally. This type of damage is consistent with the stent meeting resistance upon advancement. The port was kinked and in addition, the midshaft was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).